Manufacturer narrative:
(B)(4). D-10: 154718, oxf uni tib tray sza lm, lot 301190. 161468, oxf twin-peg cmntd fem sm PMA, lot 175740. 110035368, biomet bc r 1x40 us, lot ay37aj2103. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Radiographs were provided and reviewed by a radiologist. Two views of the left knee demonstrate a medial compartment hemi arthroplasty with loosening of the femoral and tibial components as well as narrowing suggesting polyethylene wear. Initially, lateral knee progression was reported, this cannot be confirmed based on the available information. However, the provided radiographs confirmed loosening of both the femoral and tibial components and suggested possible wear of the bearing. Despite these findings, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of the left knee due to lateral progression two and a half years post implantation. Further review of radiographs received identified a medial compartment hemi arthroplasty with loosening of the femoral and tibial components as well as narrowing suggesting polyethylene wear. Attempts have been made and no further information has been provided.